Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert and pump error alarm. The customer's blood glucose value was 269 mg/dl. The customer corrected with blt sandwich and a cup of coffee. The customer had symptoms such feeling hot, dizzy and sweaty. The customer stated that the pump error occurred and the delivery stopped. The product was returned for analysis.